Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported on the 3 bags setup which is known to cause this alarm. The exact location or cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak on the 3 bags setup but the hp could not tell where the leak was coming from. Renal therapy service informed hp of the error¿s meaning and the hp would stop therapy for the day. There was no patient injury or medical intervention associated with this event. No additional information is available.